Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 162 mg/dl, 192 mg/dl, 416 mg/dl, and 168 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips have been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.